Event description:
The handle cracked. This event did not occur during a surgical procedure, therefore, this event did not cause any adverse consequence for any pt.

Manufacturer narrative:
Summary of evaluation: event attributed to repeated exposure to mechanical and thermal stresses. Handle design material has been modified to preclude failure. F1-14: has been completed by the MFR. The event did not occur during a surgical procedure.